Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
As reported, the right hip was initially replaced, and rtha implanted in 2017. Approximately 5 yrs postop, the right hip joint radiological control was carried out. A significant impact was observed for 5 years after implantation decentration of the head in the inlay with osteolysis of the socket interface as a sign of significant inlay wear. The right hip was revised, as part of the replacement operation, the fixed ones were determined in addition to the inlay replacement acetabular integrity as well as curettage and sealing of the cysts in the acetabular bed using allogeneic spongiosa. This was able to be revised to a vit d-hardened, specially approved inlay. No other information was reported.

Manufacturer narrative:
Section h10: (h3) the most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors specified in an hhe. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were not provided. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - health effect - clinical code, medical device problem code, component code, investigation findings, investigation conclusions.